Event description:
It was reported that approximately two weeks post-implantation, the bearing dissociated from the humeral tray, resulting in a dislocation. A closed reduction was attempted without success, after which an open procedure was performed where the dissociated bearing was identified. A hardware exchange was completed, including replacement of the humeral tray and implantation of a +3 retentive bearing. The patient was revised. As it is unknown if the dislocation or disassociation event occurred first, both events should be investigated. Therefore, this event is reported glenosphere for the dislocation event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.